Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 199:117:307:0000 in the event history log was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries. The main batteries and battery harness were to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was not previously serviced for the reported condition, however, the battery and battery harness were replaced during previous service.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report that failure code 199:117:307:0000 occurred. There was no patient involvement. The event occurred upon power up. The event occurred in the intensive care unit. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.